Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2017 with the following findings: a review of the pump¿s black box showed evidence of a load step malfunction as illustrated with cs 163 no cartridge detected warning alarm. During testing, the pump successfully completed the ez-prime steps with no load step malfunction occurring. The pump case was removed and moisture ingress was found to the printed circuit board and on the force sensor pins. The complaint of a load step malfunction issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a load step malfunction. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence. There was no indication that the product caused or contributed to an adverse event.